Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported an infection at the implantable neurostimulator (ins) site. It was noted the patient was recently implanted and had not had a post-operative visit with the healthcare provider (hcp) yet to discuss charging because she got an infection. The patient was seeing a low ins battery message. The patient was still able to sync and see amplitude numbers on the screen. Patient services directed the patient to the managing hcp to discuss charging as the patient would need to ask the hcp when and if it was ok to start charging the ins. Later, it was reported the patient had poor coupling and difficulty with recharging. The patient did not know how to recharge and was having issues because she did not know how to start a recharge session or what the icons meant. Best recharging practices were reviewed and the issue resolved as the patient was able to get 6-8 bars. Since the patient did not have a belt, patient services was sending one. The patient's bag that held the recharging system was stolen, but the patient had all the equipment, just not the bag. It was noted it was not on because it did not have at least a 25% charge. The patient needed to charge to 25% at least before turning on the device. The patient had pain. No ins pocket issues were reported. Relevant medical history included spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.